Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient needed to have an MRI. Her implantable neurostimulator is completely drained and depleted and she is not sure if she turned stimulation off prior to the implantable neurostimulator depleting. The patient has not charged the implantable neurostimulator because it has not been helping with her pain, so she stopped charging it. The patient indicated that she stopped charging it about 2-3 weeks prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018 product type lead product ID 97755 lot# serial# (B)(4) product type recharger product ID 97745 lot# serial# (B)(4) product type programmer, patient product ID 97755 lot# serial# (B)(4) product type recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the stimulation had not been covering the pain since implant. The stimulation does not cover any of the pain on the left side and only works a little on the right side. The rest of the stimulation on the right side goes up the back, but she needs it in the lower back. The health care provider had told the patient that it would take up to 6 months of reprogramming the implantable neurostimulator to get it to cover where it needs to. The patient reported that she wishes that she had not gotten the implant. Additionally, it was reported that the patient has been having a lot of trouble with their remote since they got it. The patient has been having the issues since the therapy was turned on in (B)(6) 2018. This trouble was clarified to mean that it takes 2 hours to charge the patient controller from empty to ful l. This was reviewed with the patient to be normal recharging time. It was also reported that the patient has also had trouble charging their implantable neurostimulator. At first the patient controller would prompt the patient to reposition the antenna, so the pa tient would try up to 9 times to reposition the antenna to connect the recharger with the implantable neurostimulator, but now the patient cannot connect the recharger to the implantable neurostimulator, and the recharger was not finding the implant. The patient was sent a replacement recharger to try to resolve the issue. The patient was charging the implantable neurostimulator on (B)(6) 2019 when she saw the system problem message with rm05 code on the patient controller. The patient removed the battery pack from the patient controller and reinserted it to reset the patient controller which resolved the issue. The patient was able to get excellent recharging quality. The patient received the replacement recharger on (B)(6) 2019, but the patient controller was still not working. The patient was trying to charge the implantable neurostimulator when they got the system problem message with code rm05. The patient had removed the battery pack and reinserted it to reset the patient controller which resolved the issue. The recharger does not respond after 3 attempts in a row to communicate. The patient was sent a replacement patient controller and recharger due to seeing the rm05 error. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that during reprogramming, the patient denied any coverage/stimulation to her left side including her left lower back. The rep reported that the ins was protruding out and charging was difficult. The patient was spending more than 2 hours at a time. The rep reported that the patient also had increased pain level. The rep reported that the patient denied any recent falls but did have a ground level fall shortly after the device was implanted in her garage. The patient denied any other factors. The rep ran an impedance check during reprogramming and it the results were within normal limits. The rep reported that during the reprogramming session, they attempted to program both leads numerous times to check coverage but was unable to have the patient report stimulation on her left side. The healthcare provider (hcp) was notified. The plan was to get an x-ray to confirm placement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lack of stimulation/coverage on the left side, the ins protruding, the increased pain and the difficulty charging was not determined at the time of the report. The rep said that the patient was reprogrammed during the office visit and the patient was re-educated on how to charge the device. The rep stated that the patient was able to verbalize and demonstrate proper technique when recharging. It was unknown if the issues were resolved. No further complications were reported.